Event description:
It has been reported that the system shut down automatically and was not able to be turned back on. The available information does not indicate whether the device was in clinical use. No harm has been reported. It was identified that the fuse in the main cabinet was faulty. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system shut down automatically and was not able to be turned back on. Upon troubleshooting, the fse found faulty fuse in m cabinet. To resolve this issue fse replaced the faulty fuse. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and component code was corrected.